Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis. The patient and pd registered nurse (pdrn) do not know the cause of the peritonitis. The pdrn stated that the peritonitis is not due to fresenius supplies. The pdrn also stated that it is staph related and patient error. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to abdominal pain and cloudy pd fluid. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin daily (dose and duration not provided). The culture resulted positive for staphylococcus epidermidis. The cause of the event was due to touch contamination by the patient. The patient did not require hospitalization for the peritonitis event. The patient continued to complete ccpd therapy utilizing the liberty select cycler.